Event description:
In april 2001 the end-user stated that the site was detached from adhesive. The end-user had set inserted on left thigh. Pressure was applied to site. In may 2001 maersk medical received the complaint and the used infusion set. The near-incident took place to USA.